Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 154731: (B)(4) items manufactured and released on 11 january 2016. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The patient contracted streptococcus mitis. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 18 july 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.